Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. The patient experienced a seizure and had a high fever. The device was checked, but revealed no system issue. All impedances were within normal limits. No further complications were reported. Patient¿s programmed settings: c+, 3- at 3.4 v, 90 microsecond pw, 150 hz 2+, 3- at 3.7 v, 180 microsecond pw, 200 hz refer to manufacturer report # 3004209178-2017-24208 for details pertaining to the reportable related event.